Manufacturer narrative:
The device was not returned for evaluation. The provided imagery was evaluated and revealed the following annulus diameter 32.1mm (area derived diameter) and area 809.2 mm2. Per IFU, the recommended native valve annulus for thv size 29mm for area derived diameter is 26.2 to 29.5 mm and for area is 540 to 683mm2. Cine images revealed valve flared post deployment and first valve embolized into ventricle while crossing with the commander ds with second valve. The commander delivery system is designed to be compatible with a standard 0.035 guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the aortic arch over an 0.035 guidewire with minimal interaction between the delivery system nosecone, crimped thv, patient vasculature and calcification that may be present. Flex/articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non-biased form. System materials are specified through design requirements, while manufacturing and packaging procedures include 100% inspection for loose fragments. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilitation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or preexisting vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/bioprosthesis. In this case, the complaint was confirmed. Investigation results suggest/indicate procedural factors (interact with pre-existing valve) may have caused or contributed to this complaint event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. All complaints are reviewed against control limits.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in india, regarding an implant of a 29mm sapien 3 valve in aortic position bytransfemoral approach. After the deployment of the valve, there was a moderate central regurgitation and trivial pvl, causing patient vitals instability. It was decided to implant a new 29mm s3 within the existing valve. While trying to cross the first valve, the interaction of the ds with the implanted valve led to the embolization of the first valve into the left ventricle, causing repeated ventricular tachycardia and the patient started crashing. The second s3 was implanted in aortic position and the procedure was quickly convert to surgery. After the surgery, the patient was moved to the ICU but passed away 10 hours later.